Manufacturer narrative:
The agent reported scar revision and poly swap, unknown reason complaint has been evaluated and is similar to report number 1644408-2021-01286; 343-11-705, s800 - revision surgery, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Scar revision and poly swap, unknown reason.